Manufacturer narrative:
The reported event of stretched helix was not confirmed. The reported events of a capturing problem and a use of device problem were not confirmed. Device was unable to be interrogated upon receipt. Visual inspection noted the device had major physical damage on can and no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Capture test could not be performed due to lack of telemetry which is consistent with device being deactivated. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted after fixation that the device exhibited low current of injury and high capture threshold. During repositioning, it was noted the helix stretched. The device was removed and replaced. The patient was stable.